Manufacturer narrative:
(B)(4). Correction: size of graftmaster is 3.5 x 16 mm not 3.5 x 19 mm. (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported failure to seal the perforation. A conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
Subsequent to the previously filed medwatch report, there was a typo in the size of the graftmaster stent and has been changed from 3.5 x 19 mm to 3.5 x 16 mm.

Manufacturer narrative:
(B)(4).

Event description:
The diagonal branch was only temporarily jailed and there was no jailing of the asahi prowater guide wire.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). Concomitant medical: dil cath: 3x5 nc trek, 4.0 x 12 nc trek, 3 x 20 nc trek, 5.0 x 12mm trek; guiding cath: 8f guidezilla ; stent: synergy (4.0 x 20mm, 3.5x38, 3.5x12, 2.5x20). The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the patient presented with myocardial infarction and chest pain on (B)(6) 2017. Percutaneous coronary intervention was performed in the left main, left anterior descending (lad) and diagonal coronary arteries. There was evidence of a perforation in the distal portion of the stented segment in the distal lad. The perforation did not appear to be free-flowing but still appeared to be significant. A 3.5 x 19 graftmaster covered stent was advanced and deployed at 16 atmospheres (atm) and post-dilated with a 3.5 nc trek balloon up to 20 atm. Angiography still revealed some leaking. A 4.0 mm nc trek balloon was advanced and several more balloon inflations were done up to 18 atm. Angiography showed significant improvement though there was still a small amount of leaking. The patient remained hemodynamically stable throughout this time. There was no evidence of distal dissection. The graftmaster stent itself was well apposed throughout though there were several areas of eccentric under-expansion. Angiography was then performed which revealed a nice stent result with brisk timi-3 flow into the distal vessels. There was still some minor leaking noted at the distal edge of the graftmaster stent though this was significantly improved over previous angiography. An echocardiogram was performed which now showed a small to moderate effusion that was concentric so a surgical pericardial drain was placed. After this, the patient did have a slight bump in their blood pressure. Approximately 300 cc of blood was returned. No additional information was provided.